Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis ruptured". Healthcare professional then reported "suspicious extracapsular fluid collection" and "echogenic lesions with a snowstorm sign at the axilla". This record is for the left side. Device was explanted.